Event description:
Reporter indicated that pt's device was explanted due to infection. It was later reported that the pt's generator was explanted due to chest pain. Investigation to date has been unable to determine whether the device was explanted due to infection, chest pain or both.